Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00282: screw 1, 3025141-2017-00283: screw 2, 3025141-2017-00284: screw 3, 3025141-2017-00285: screw 4, 3025141-2017-00286: screw 5, 3025141-2017-00287: screw 6, 3025141-2017-00288: screw 7, 3025141-2017-00289: screw 8.

Event description:
An implanted clavicle plate bent postoperatively and was explanted.